Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rubbed skin irritation under the right front electrode of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. Patient reports that they were in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's nurse placed a bandage over the skin irritation. Follow up indicated the skin irritation improved.